Event description:
It was reported the patient had an infection during the trial stimulation, but the date was unknown. It was stated the patient was prone to infections. It was indicated the trial was helping the patient ¿so much¿ and once the infection ¿cleared up¿ everything went back to working as normal so the patient went on to the full implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).